Event description:
Information received by medtronic indicated that the insulin pump back side was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring black. Customer returned pump for alleged cosmetic damage located on a undisclosed location on the back of the pump on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however retainer damage noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial label damage (sticker fading), cracked retainer and minor scratches on lcd window. Cosmetic damage was confirmed on the battery tube. Tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.